Event description:
The customer reported that the system was intermittently locking-up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and the hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.